Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.the device remains implanted, therefore no engineering evaluation could be done.

Event description:
It was reported to gore that a staple line leak appeared on the fundus after three weeks from the procedure. During the procedure a gore seamguard staple line reinforcement and an echelon 60 with blue j&j cartridge were used on the last two fires. The leak was treated with a standard wash out and drainage. The patient is doing well. It was stated that the physician does not believe that the gore seamguard staple line reinforcement caused the staple line leak for the patient.

Event description:
It was reported to gore that a staple line leak appeared on the fundus, where an echelon 60 with blue j&j cartige on the last two fires was used, after three weeks from the procedure. The leak was treated with a standard wash out and drainage. The patient is doing well. It was stated that the physician does not believe that the seamguard device caused the staple line leaks for the patient.